Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable troponin t hs results for one patient sample. The customer also complained of carryover flags on other samples run for tnt hs. The initial result was 66.83 ng/l and was released to the clinician who requested another sample to be sent to the laboratory as the result did not fit with the clinical picture of the patient. The result for the new sample was <3 ng/l with a data flag and was reported as <14 ng/l. Two hours later, the laboratory repeated the original sample and the result was <3 ng/l with a data flag. The sample was also repeated on another analyzer with a result of <3 ng/l with a data flag. The customer stated other tests on the same sample that were rerun matched the original results. The patient was not adversely affected. The reagent lot number was 138696 with an expiration date of 07/31/2017.

Manufacturer narrative:
The field service representative ran analyzer performance testing which was slightly out of specification and he performed a photomultiplier high voltage adjustment. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Based on the data available, a general reagent issue could most likely be excluded. Other general causes include insufficient electromagnetic interference (emi) compliance, issues with sample quality, insufficient maintenance, or contamination of the environment with the analyte.